Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique occurred when the patient dropped the end of the transfer set and then proceeded with therapy without proper aseptic technique. There was no disconnection. On the same day as the onset of peritonitis, the patient was hospitalized. Treatment was not reported. Nine days after the hospitalization, the patient was discharged. The patient was retrained on proper aseptic technique and recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.